Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet ribfix advantage long bridge & 23mm posts catalog#: 323.1033 lot #: unknown; zimmer biomet ribfix advantage 9.5mm washer catalog#: 323.1290 lot #: unknown quantity: 2; zimmer biomet ribfix advantage x-drv locking cap catalog#: 323.1205 lot #: unknown quantity: 2 g2: foreign - south africa customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the back end of the post separated from the channel in the bridge intraoperatively. The surgeon was able to safely remove the plate and repair the fracture with a new plate. There were no consequences or impact to the patient. It was reported that no further information is available.